Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and severely circumferential calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 7x4 mustang balloon. No patient complications were reported.